Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a health care professional via a clinical study regarding a patient who was receiving dilaudid (concentration 200 mcg/ml, dose 44.95 mcg/day) via an implantable pump for non malignant pain. The patient had not been getting pain relief. A catheter access port contrast study was done on (B)(6) 2015 and it was noted that the intrathecal spinal portion of the catheter moved and was now left and anterior (also reported as catheter dislodgement). The event resulted in an unscheduled clinic/office visit, reprogramming was performed and bupivacaine was added to the pump the event was resolved without sequelae on (B)(6) 2016. The event was related to the device/therapy and not related to the implant procedure

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.